Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on 8110 unite serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: tech called in for help on syringe unit has error code 354.2000 which is a communication safety error, before call in tech had ran a pm test all steps pass through he can setup a infusion on the unit make sure no error pop backup. Also confirm part number for lower housing assy for 8110 unit. Confirm also level one repair quote for unit.